Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient discontinued use of the system after a previous unrelated back surgery in (B)(6) 2014. As a result, the ipg is inoperable. Surgical intervention was determined as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Postoperative programming is pending.

Event description:
Follow-up identified the issue is resolved.